Manufacturer narrative:
Correction: after further evaluation of the complaint, it has been determined that the MDR is a duplicate of 1911916-2023-00421 this supplemental is to cancel MDR.

Event description:
It was reported that at least one bd precisionglide¿ needle each from lots 2088560 and 1274029 had excessive epoxy on them. The following information was provided by the initial reporter: "customer reports needle syringe presents excessive bonding adhesive."

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 2088560 d.4. Medical device expiration date: na h.4. Device manufacture date: 29-mar-2022 d.4. Medical device lot #: 1274029 d.4. Medical device expiration date: na h.4. Device manufacture date: 01-oct-2021 h.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that at least one bd precisionglide¿ needle each from lots 2088560 and 1274029 had excessive epoxy on them. The following information was provided by the initial reporter: "customer reports needle syringe presents excessive bonding adhesive."